Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.  The cause of the reported issue could not be conclusively determined,

Event description:
The customer contacted physio-control to report that while removing the battery and reinstalling it, the unit powered itself on without pressing the on/off button. It was also reported that the device did this again during a routine check; however it powered itself off.  There was no patient use associated with the reported event.